Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "increase in the size," "large periprosthetic collection noted in the operating room," and "pathology demonstrates bia-alcl with tumor lining the capsule but not infiltrating." Healthcare professional additionally reported "large periprosthetic seroma" and "within the fibrous capsule, there are scattered foreign body type granulomas with refractile foreign material."a complete capsulectomy was performed. Histopathological markers, cd30+ and alk-, have been received and confirmed. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "increase in the size," "large periprosthetic collection noted in the operating room," and "pathology demonstrates bia-alcl with tumor lining the capsule but not infiltrating." Healthcare professional additionally reported "large periprosthetic seroma" and "within the fibrous capsule, there are scattered foreign body type granulomas with refractile foreign material."a complete capsulectomy was performed. Histopathological markers, cd30+ and alk-, have been received and confirmed. Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203, f2201. The events of seroma and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl and seroma.